Event description:
Patient called nurse for help, and rn went into the pt's room and found the IV tubing with tacrolimus was disconnected from the main runner line. Blood was found on the tubing, on the sheets, and on pt's legs. Upon investigation of the incident, it was found that the disconnect happened between the connector and the lowest port of tacro runner. The rn did not touch it/disconnect it during her shift. Blood back-flowed from the pt's cvc line to the runner tubing. Clam-shell was in use in this case with connector and injector in place. Manufacturer response for IV tubing connector, phaseal connector (per site reporter). Optima reps from within (B)(6) will be making arrangements to come on-site to round, observe, and discuss with staff.